Event description:
Spontaneous. Spoke to husband. Patient attached new cassette to pump a few hours ago and now pump is alarming, no disposable pump won't run. Husband tried same cassette on bath pumps and both pumps were alarming. Told husband could be a cassette malfunction. He attached a new cassette to pump and pump started to run with no issues. Patient does not have serial number of defective cassette. Told patient to keep the defective cassette as manufacturer may want it sent back to them. No other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.